Event description:
Pt was attempting to use a bd vacutainer collection product for a urine specimen. He removed label and attempted to push on needle-covered cannula puncturing his finger. Event abated after use stopped or dose reduced: yes.